Event description:
There was no info about the pt. During the coil embolization for (ic-pc) internal carotid-posterior communicating artery, just before the delivery system was peeled away, the physician noted the coil was already stretched. The delivery system was not inserted in the pt. The procedure was continued using other coil (detail unk). The complaint product was discarded in the hospital and it will not be returned for evaluation. Additional info indicated that prior to removing from the package, the coil or delivery system were not damaged. During removal, the coil and delivery system were removed without any damages. During prep, all (IFU) instruction for use guidelines was followed. No further info was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.